Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive. The up and down arrow buttons were not working and getting stuck. The numbers on the screen were scrolling up when she tried to input her carbohydrates. Customer's blood glucose level was 495 mg/dl. The customer treated her blood glucose level with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing. The bolus wizard also functioned properly during testing. However, the pump was received with intermittent button response during testing due to corroded keypad traces. No button error alarms, ramping numbers, or scrolling bar moving on its own was noted during testing. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.